Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the urologist had finished enucleating the prostate and was about to use the morcellator but when testing the system, the foot pedal wouldn't allow the pinch value to open on the s-pilot. Procedure aborted and the patient will stay on the ward until the device is ready to use again.